Manufacturer narrative:
Service was not dispatched for this event due to the event occurring over 60 days ago. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated having one occurrence of non-reproducible false positive troponin (accutni) patient result in the last six months. The event will be assumed to be the worst case scenario and that the false positive accutni patient's result initially recovered above the ami cut-off with repeat result recovering within the normal reference range. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting outside the laboratory. The customer was asked to provide specific data; however, the customer declined to submit data due to the event occurring over 60 days ago. The false result was not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.